Manufacturer narrative:
Results and conclusions evaluation: as returned, the hex tip of the driver has fractured and was not returned for review. The device has a potential field age of between 3 and 4 years. The material specification was changed to 440a sst. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the tip of the screwdriver broke off in a screw and had to be retrieved.